Event description:
Customer performed a blood glucose test and received a result of 100mg/dl at 6:30am. The customer took 26 units of 70/30 at 7:45am. The customer sat down to eat breakfast and passed out at the table. The customers dialysis driver arrived and could not get pt. They alerted a neighbor who found them unconscious. Emt's were called and they received a blood glucose result of 25mg/dl. The customer was given a glucose IV and grape juice. At 9am their blood glucose level was 142mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.